Manufacturer narrative:
The device remains implanted and is not available for evaluation. Analysis: we are unable to perform an analysis without returned product. No device specific information was provided; we are unable to review the device history record for the product. We are attempting to obtain additional patient and event details. Conclusion: with limited information provided, at this time we are not able to draw conclusions regarding the reported event.

Event description:
Medtronic received information that during a freestyle valve implant, the surgeon noted focal disruptions in the right-non subcommissural triangle immediately following pressurization of the left ventricle and coming off bypass. The patient was placed back on bypass and the surgeon repaired the tear in the device by suturing. No reported injury to the patient.